Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s nurse reported via phone call that they went to the emergency room due to a high blood glucose on (B)(6) 2017. The blood glucose value at the time of admission 633 the customer had symptoms of diabetic ketoacidosis. The customer was treated for the high blood glucose level with lantus and humulin. The customer was wearing the pump at the time of the hospitalization. The customer¿s current blood glucose level was 137 mg/dl. The customer did not troubleshoot the issue. The insulin pump will not be returned for analysis.